Event description:
A complaint was received from customer that reported that the unit will come on and then immediately shut off. This was before inoculation with blood or control solution on the reagent. While on the phone review of the system was conducted. The customer was instructed to insert a test strip. The unit turned on the display showed -- all "eight's", the program number and then went blank. The customer also stated that they noticed that the mg/dl and battery symbols were missing. The customer denies abusing the system nor have any other reagents except bayer supplied product been used. A request has been made to return the system for evaluation. In the meantime, a replacement unit has been provided.